Event description:
National complaint coordinator (ncc) for baxter reported an alleged overinfusion observed on one infusor device during patient infusion via intravenous injection. The device was filled with 40ml of 5-fu and 172ml normal saline for a total fill volume of 212ml. The expected duration was not known. The actual infusion rate was reported to be 212ml in 32 hours. The temperature of the device was 36 degrees c. The access site was a needle connection. The device was not used prior to the incident. There were no reports of patient outcome, injury or medical intervention associated with the reported condition.

Manufacturer narrative:
The device involved in this incident was received by the manufacturing plant, and an evaluation has yet to be completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of lot 06n020 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met the acceptance criteria for release.